Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the anatomy resulting in the noted chatter marks sporadically on the entire length of the stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device resulted in the noted torn and bunched inner member likely contributing to the reported difficulties. The noted mangled stent implant, tip kink, partially open handles halves, and multiple tears sporadically around the thumbwheel likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). After balloon angioplasty was performed using a 5x100mm unknown balloon catheter, a 5x150mm absolute pro self-expanding stent (ses) was advanced to the lesion over a .035" non-abbott guidewire; however was noted to completely fail to deploy. Therefore the ses was removed and the procedure was completed with only balloon angioplasty. There were no adverse patient effects nor clinical delay. Returned device analysis revealed that the stent was fully deployed and the distal end of the stent implant was mangled for a and the inner member of the delivery catheter was torn and bunched lastly it was noted that the handles was partially open proximal from the distal end of the handles with multiple tears but still intact sporadically around the thumbwheel. The account confirmed, that the correct device was returned, and noted that the ses was deployed during the procedure; however stated to be unaware of all the additional damages found on the device. No additional information was provided.